Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise reversions were observed on the right ventricular lead. Further testing indicated a suspected fracture and increased lead impedance. A system replacement has been discussed but not confirmed. Additional information has been requested but is not available at this time.